Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure, intuitive surgical, inc. (Isi) technical support engineer (tse) documented that about half an hour after the surgery began, multiple damages were observed on the tip cover accessory and sparking occurred when energy was activated. The tip cover accessory was immediately replaced, after which no further issues were reported. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: no injury to the patient was reported; there was no damage to normal tissue because, at the time of the event, the scissors were energized and cutting the uterine ligaments, with the broken surface of the tip cover tightly against the uterus (the uterus being the resected lesion). The energy leak/arc from the monopolar curved scissors (mcs) instrument occurred at the wrist joint. Damage was noted to the tip cover, specifically involving the central gray silicone part (not the clear silicone area), and the tip cover did not slip down the instrument because the orange surface was not exposed. Electrolube or any other lubricant was not applied prior to tip cover installation (the instrument was never lubricated with paraffin oil), and the grounding pad appeared normal with no issues or defects. Patient demographics were not provided.